Event description:
Boston scientific received information that a patient with cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and the right ventricular (rv) lead exhibited high out-of-range pacing lead impedance during change out. Additional information indicated that high out of range impedance was determined through the device and the pacing system analyzer (psa) but the root cause of high pacing lead impedance had not been determined. Further, the patient had twiddler's syndrome. The crt-d was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this patient with cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and the right ventricular (rv) lead exhibited high out-of-range pacing lead impedance during change out. Additional information indicated that high out of range impedance was determined through the device and the pacing system analyzer (psa) but the root cause of high pacing lead impedance had not been determined. Further, the patient had twiddler's syndrome. The crt-d was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported. This supplemental report is being filed as the product status was updated.